Event description:
Checked fent gtt at about 4am to see when needed to be changed, noticed bottle had same amount as beginning of the shift. Noticed pump infusing but no drips in chamber. Disconnected from patient and noted to not be dripping. Pump switched and marked. Manufacturer response for IV pump, IV pump (per site reporter) per ce, interrogation results: since there were drips at the beginning of the shift, I¿d say it is more likely that the occlusion happened sometime in the next few hours. Baxter has told us that upstream occlusions for rates under 10ml/hr could take as long as 8 hours to alert, so this seems like the likely culprit.